Event description:
It was reported the customer was having high blood glucose levels. Customer's current blood glucose was 12 mg/dl. Customer stated she did a fixed prime into the air and no insulin drops came out. Customer stated the chip was missing from the casing near the battery compartment. The device support cap was normal. Over ten no delivery alarms noted in the history of the device. The device passed self test. Customer was unable to perform high pressure test due to hemostat. Customer stores insulin in fridge and does not allow to warm up to room temp prior to use. No kinks were noted in the cannula of the infusion set. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.